Event description:
It was reported that the distal portion of catheter would not fit through the shorter (9.3 cm) tuohy needle that comes with the catheter. Caller stated they used a different catheter/needle with no problems. Caller stated they tried again to fit the catheter through the needle outside the spine but were unable to make it fit. Caller stated that the catheter would go through the longer needle. The product was not used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter body revealed it was incorrectly assembled in manufacturing. An attempt was made to insert the distal catheter portion (with guide wire inserted in it) through the introducer needle. The catheter-guide wire assembly would not go through the introducer needle which confirmed the customer's observation. Inspection of the catheter revealed that excess adhesive (used to attach the metal tip to the distal catheter) encircled the metal tip and was the reason the catheter could not be inserted through the introducer needle. There was a minor bend to the guide wire near its distal end and was most likely the result of attempts to insert the catheter guide wire-assembly through the introducer needle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.